Event description:
Reporter states the end user got up out of the chair and inadvertently turned the chair on. When end user reached over to steady self on the chair the joystick was thrown forward and the chair pinned end user against the wall. End user was hospitalized due to the incident. Details of injury are not available at this time.